Event description:
Operator reports analyzer leak coming from a broken connection above the internal water reservoir. No patient sample results were affected and no operators were harmed. The field service representative determined the internal water reservoir inlet filter connection snapped off causing the leak. He replaced the filter and performed performance tests.